Event description:
Kimberly clark received a complaint indicating that while preparing to suction a trached patient, the staff grabbed the closed suction system and did not remove the cap. As a result, the patient developed a pneumothorax and required chest tube placement. The user hospital reported that the therapist "forgot to remove the cap." The patient remained in the ICU for a few more days and made a full recovery. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Manufacturer narrative:
A sample will not be sent for evaluation. The device history record was reviewed finding no anomalies to be documented. However, the user hospital has reported this incident as user error. The directions for use contains a warning that states "cap on trach care t-piece prevents continuous flow therapy. Remove cap before starting continuous flow therapy. Failure to remove cap prior to continuous flow therapy may result in serious injury or death." We will continue to closely monitor the filed performance of this product to identify emerging trends and if applicable, additional investigations and corrective actions will be taken.